Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. Sterile, unused proglide devices were returned. Testing was successfully performed on the devices with no malfunction noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted in an unspecified vessel using a proglide device with a 6fr sheath, using pre-close technique, prior an interventional procedure. Reportedly, the proglide suture was not attached to needles. A second proglide was used with the same result. A sheath was reinserted to control bleeding and the patient was administered heparinized saline. After the interventional procedure, hemostasis was achieved by an unspecified method. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.